Event description:
Healthcare professional reported "intracapsular rupture of the device with fluid leakage, fold, waves and rotation and capsular contracture baker grade I". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture of the device with fluid leakage, fold, waves and rotation and capsular contracture baker grade I.